Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot up process. As a result, defibrillation therapy would not be available, if it was needed.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the device's system pcb assembly. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot up process. As a result, defibrillation therapy would not be available, if it was needed.